Manufacturer narrative:
The device will be evaluated and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered with the mps console. The report states that the console was popping the vent valve and would not build pressure. No patient complications were reported.